Event description:
It was reported that misdrill occurred for distal screw holes during medical procedure. The surgeon drilled into the posterior side of the bone. The surgeon set the sleeve at proper area and could drilled properly.

Manufacturer narrative:
Investigation summary: evaluation revealed the targeting arm t2 prox. Hum to be the subject product. The proximal humeral nail, cannulated, right t2 prox. Hum ø8 x 150 reported was considered as a concomitant product as it did not contribute to the event reported. Review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. Evaluation did not reveal any discrepancies in material or manufacturing. As the device had been in use for a longer time (manufactured in 2012) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The pre-operative test performed revealed the targeting accuracy being as intended. The drill could be passed through all drill holes while checking the possible locking options without any contacts to the nail. The alleged misdrilling could thus neither be verified nor reproduced. The function of the targeting arm was still fully given. Potential causes of misaligned drilling are various: deflection and / or twisting of the nail during insertion in case the user applied undue force for insertion. Loosening of the connection between nail / nail holding screw (will lead to potential misalignment of nail and drill). No use of drill with center tip / unfavorable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the alleged event was mainly based in the intra-operative procedure. Based on the above facts, it can be ascertained that the event was not caused by any deficiency of the device. Although a real root cause could not be determined the alleged event was most likely caused due to a suboptimal intra-operative procedure. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that misdrill occurred for distal screw holes during medical procedure. The surgeon drilled into the posterior side of the bone. The surgeon set the sleeve at proper area and could drilled properly.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Disposition of the device is unknown.